Manufacturer narrative:
(B)(4). Concomitant medical products: 12-139012, endo ii mod endo head, sz 44 708590; 139245, endo ii taper insert +6mm t1, 637370; cp152445, bi-metric fmrl c intlk 9x300 l, 890090. The complaint is under investigation. Once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08311, 0001825034 - 2018 - 08313, 0001825034 - 2018 - 08315.

Event description:
It was reported that the patient experienced blood loss of 1500ml during re-implantation, following treatment of infection. No other additional information is available.

Manufacturer narrative:
The following report is being submitted to relay additional information received. The complaint is confirmed based on the operative records provided. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.